Event description:
The customer contact reported that during preventative maintenance testing at the user facility there was air in the tubing distal to the pump with no pump alarm. The pump was programmed with the air sensitivity set to high. There were no reports of any adverse events while the device was in clinical use. Though requested, no additional information was provided.